Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and was unable to find any problems with the iabp. The stm performed diagnostic tests. Unit passed all safety and functional tests. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by the customer that when in transport, the cardiosave intra-aortic balloon pump (iabp) was dropped. It was later noted that there was no apparent operational problems; however, the customer wanted the iabp unit to be checked out. There was no patient involvement and no adverse event reported.